Manufacturer narrative:
(B)(4). This complaint for user error was not confirmed. The cause is that the patient removed the cassette during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).sections d4 and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up with the nurse, it was found that the patient information is unknown and the nurse stated that she would review the proper procedures with the nurse who had reported the event. No further information was provided.

Event description:
A nurse contacted baxter to report that during troubleshooting a check patient line alarm that appeared on the home choice (hc) display during use, she tried removing the cassette without ending therapy first. The nurse explained that she wanted to remove the cassette because she had realized that she had left the clamp closed on the patient line during the prime, and started the initial drain. The technical service representative (tsr) assisted the nurse to remove the cassette. The nurse would start over with all new supplies. There was no patient involvement and there was no patient injury or medical intervention was reported.